Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000475, serial/lot #: none. A medtronic representative went to the site to test the equipment. The reported issue was confirmed. The mobile view station (mvs) failed to charge the image acquisition system (ias). It was noted there was a possibly damaged wire inside the umbilical cable. The umbilical cable was replaced and the system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system would not charge. There was no patient involved.